Event description:
Related manufacturer reference number: 3006705815-2022-16592. It was reported that patient had a fall and the leads migrated. In turn, patient experienced a shocking sensation in the back with stimulation on. The patient's targeted pain pattern is the back and legs. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.